Event description:
It was reported that a patient underwent a skin mass resection under local anesthesia due to a cyst on the upper arm on (B)(6) 2023 and suture was used for subcutaneous tension reduction and cosmetic suturing. Post-op, the patient was discharged and returned home. On the 36th day after surgery, the patient discovered a red lump in the upper arm and came to the hospital for further consultation. The patient had device extrusion. After understanding the patient's condition, local debridement and suture removal were performed. Feedback was provided 3 days after removal, and the healing was good. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: please provide the patient's demographic information including weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? --contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown.